Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a solution administration set separated from the luer lock which resulted in a fluid leak. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: two (2) actual devices and photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. During visual inspection of photo samples, a set with a disconnect tube to luer and a cut with a jagger (most probably from scissors) was observed. Functional testing was performed, and disconnection was observed between tube to luer. The tube was originally under inserted inside the pipe of the luer. Additionally, a dimensional analysis was performed on the luers which was conforming as per design requirement. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.